Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis. Customer's healthcare provider adjusted the pump basal rate to resolve the issue. Customer declined to provide further information and declined further assistance from tandem technical support.